Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a generalized complaint that the maxzero connector tends to spray fluid back when removing the syringe, often landing on the nurses' gloves, arms, and face. They further report that they are required to pull back to prevent fluid from splashing in their face, and that this has occurred 'several' times. There were no specific details or harm reported.